Event description:
Consumer reported complaint for e-5 error. Customer stated she had gone to the doctor that day due to symptoms of fatigue, frequent urination, blurry vision, dry mouth. Customer did not receive any medical treatment and stated they had not checked her blood glucose. At the time of the call the customer reported still experiencing the same symptoms. Customer was going to seek medical attention. No further information (including product information) was obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated she did not have any diabetic symptoms currently. Customer stated she had gone to the ER on (B)(6) 2022. Customer's blood sugar was 1300 mg/dl when she went to the hospital. The diagnosis was high blood sugar and dka. Customer was given IV, and insulin to bring the blood sugar down. Customer is still in the hospital and stated she should be released today.